Event description:
The plaintiff's attorney alleged that the patient experienced hypotension, a cerebrovascular event and a cardiovascular event on an unknown date after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular, cerebrovascular) for the same patient involving two separate products; associated mdrs # 1225714-2014-02443 and 1225714-2014-02444.